Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed false upstream occlusions. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "false upstream occlusions" was not reproduced. Event history log was completed, and in the last days of customer use, multiple occurrences of "upstream occlusion!" Alarms were recorded, however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of specifications. The ultrasonic sensor required to be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.